Manufacturer narrative:
The reported event of no communication was confirmed was confirmed. The cause of the loss of communicate was determined to be premature battery depletion. In-lab analysis was performed and a large drop in battery voltage was observed between jul 23, 2020 and aug 4, 2020. Bench testing was performed and the device showed normal function. The cause of the drop in battery voltage was undetermined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker exhibited loss of telemetry and could not be communicated with. The device was explanted. The patient was in stable condition.

Event description:
New information received noted that the device was an implantable cardioverter defibrillator, not a pacemaker.

Manufacturer narrative:
Correction: b5, d1, d2, d4, and g3: device information initially provided was inaccurate and has been updated.